Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Heartsine contacted the customer to request additional information on the patient. Heartsine requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted heartsine to report that their device failed to detect a patient impedance during a patient involved event. The patient involved in the reported event is deceased.

Event description:
The customer contacted heartsine to report that their device failed to detect a patient impedance during a patient involved event. The patient involved in the reported event is deceased.

Manufacturer narrative:
Heartsine's investigation was unable to find fault with the returned device. The investigation can only suggest that the reported complaint was due to situational factors. E.g., a pad-pak fitment issue or incorrect placement of pads, as no fault was found with the returned sam 350p or returned pad-pak. A review of device memory showed the device was powered on multiple times on the date of the reported event. During each power on, the device issued the normal advisory speech prompts to apply the pads to patient. The device continued to log ¿apply pads¿ prompts throughout the event, as an in-range patient impedance was not detected. Upon receipt, the device underwent extensive testing of all critical functions, performing to specification throughout. The device was found to accurately measure impedance throughout the specified range, even after the stress of elevated temperature. The device delivered the full shock therapy sequence without fault using the test power supply and the device recorded ECG data accurately without noise or other abnormalities. The device has been retained by heartsine and the customer was provided with a replacement device.